Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient¿s proximal left anterior descending coronary artery was perforated during a percutaneous coronary intervention, and a covered stent was placed to seal the perforation. The stent then inadvertently blocked the flow down the ramus and circumflex coronary arteries, which led to the patient experiencing multiple episodes of ventricular tachycardia (vt) which required defibrillation and levophed was initiated to resolve the arrhythmia. The decision was then made to place an impella cp, and support was initiated. Following impella cp support, the patient¿s vt resolved, and blood pressure was noted to have improved. The physician was able to address the stent and restore flow to the ramus and circumflex arteries and the patient was weaned off levophed. It was then noted that the pericardial drain began filling faster, and the patient¿s blood pressure dropped. The physician found the perforation to be actively bleeding again. More stents were placed to try to control the bleeding and a total of 4 drug-eluting stents and 5 covered stents were placed. The patient lost a total of 3.5 liters of blood and multiple blood products were given. At the end of the procedure, the patient was still bleeding a small amount, and the physician administered protamine to lower the patient¿s activated clotting time. The patient was then transferred to the intensive care unit. On day 2 of support, it was noted that the patient was being worked up for hypovolemia and sepsis and the patient¿s heart rate was increased to 140-160 beats per minute. It was noted that the patient expired during impella cp support.

Manufacturer narrative:
H6 health effect - clinical code e60109 code was changed from e601. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Tachycardia/ sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypovolaemia: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot: device lot: 1945897. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.